Event description:
Health professional reports: protime system inr result 3.6. Unspecified lab system inr result: 5.8. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR method - MFR eval pending product return from user facility. MFR results - MFR eval pending product return from user facility. MFR conclusions - MFR eval pending product return from user facility.